Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while charging their personal diabetes manager (pdm) had overheated.

Manufacturer narrative:
The user reported the pdm was overheating while charging. A battery was returned with the device. Initially, the device did not power on using the returned battery. The device was allowed to charge using the returned battery, and the pdm powered on with no issues. The device was not observed to heat up while charging. No damages or defects were observed to the exterior of the device that would indicate thermal damage. Inspection of the log files did not find any instances of the device operating above the maximum temperature specifications. Investigation found no evidence of the reported event. The device was found to function as intended.